Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer died due to diabetes complications. Caller stated that the customer was hospitalized in intensive care unit due to high blood glucose and dka 9 days before passing. Caller stated that the blood glucose reading was above 700 mg/dl and he passed away due to complications from diabetes while in intensive care unit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.